Event description:
During a coronary artery treatment procedure attempts to cross the lesion in the first marginal with the stereotaxis cronus endovascular guidewire was unsuccessful. The cronus floppy guidewire was then inserted into the left main coronary artery. Angiography revealed a proximal total occlusion of the dominant circumflex artery and a dissection of the proximal lad. The stereotaxis cronus floppy wire was removed and a competitor's wire inserted. Immediate recanalization was performed and 2 stents implanted. The circumflex artery remained open but with a marked peripheral dissection. A competitor's guidewire was then advanced into the peripheral lad, and after predilation, three stents were implanted. At the end of the procedure, the lad and circumflex arteries appeared open, but with marked dissections. As the hemodynamic situation deteriorated during the procedure and could only be poorly stablized, it was necessary to resuscitate the patient. An emergency coronary artery bypass operation was performed. The patient received two saphenous vein bypass grafts (lad and circumflex). However, attempts to wean the patient from the extracorporal circulation failed three times and finally the patient died 6 hours later.